Event description:
A power cord had physical damage and wires exposed. The customer suspects that the device was mishandled by the pt. The device was returned for repair, and upon evaluation it was observed that there was metal exposed by the fracture in the connector attached to the power cord. An investigation was performed and it was determined that the molded female connector on the power cord had pertially fractured. Investigation has shhown that the connector was subject to increased forces outside of design intentions (customer or shipping abuse) resulting in the fracture. The device was in use at the time but there was no pt harm reported. Design of the power cord meets applicable safety standards, including ul 817 and iec 60320-1.